Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine via an implantable infusion pump. It was reported that the patient had swelling and redness at the pump site. They were admitted to the hospital and a cat scan showed fluid around the pump. The device was explanted due infection and discarded of by the healthcare provider.